Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "there has been multiple issues with caps not being fully removed by a decapper on vacutainer edta tubes. The outside plastic is removed by our decapper, but the rubber stopper stays in the tube."

Manufacturer narrative:
H6: investigation summary bd received 1 photo from the customer in support of this complaint. The photo was evaluated and shows 1 tube with a specimen in it, being held upright in the hand, the hemogard closure is not on the tube however, it cannot be seen if the hemogard closure was loose on the tube. Therefore, 100 retention samples from the bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, 10 retention samples were functionally tested with all weights being within specification limits of 3.24ml ¿ 4.40ml. And the customer's indicated failure mode of loose cap, cocked stopper was not observed as no issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was able to confirm the customer¿s indicated failure mode with the photo; however, the failure mode could not be duplicated in the retention sample testing. The exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "there has been multiple issues with caps not being fully removed by a decapper on vacutainer edta tubes. The outside plastic is removed by our decapper, but the rubber stopper stays in the tube."